Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg (oekg). Oekg sent the device to a third-party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channel of the device. The testing result cleared the french guideline. After the subject device was returned form the test to oekg for the inspection, since it was not found any problem and abnormality, the subject device was returned to the user. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] - unspecified microbes [second time; (B)(6), 2021] - unspecified microbes [third time; (B)(6), 2021] - unspecified microbes the user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.